Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient programmer (pp) was not powering on at all when she tried to use the pp. The patient stated that she noticed her bladder was not emptying and she wanted to check her therapy. The patient noted that she had a appointment with her health care professional next week. Troubleshooting attempts were made and the patient replaced the batteries in the pp and powered it on. The patient was able to connect with the implant and the setting was p3 at 1.2v. It was reported that the patient increased stimulation to 1.5v and troubleshooting resolved the issue. There were no further symptoms or complications reported or anticipated.